Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported during use with a 56 year old male patient, the ao position waveform on the console (aic) was overshot when the p value was increased to p8 or higher. The aic was replaced and the problem was resolved. There was no patient harm reported.

Manufacturer narrative:
The investigation of optical signal issue has been completed. Based on the device analysis, data analysis, and the clinical details; the root cause for the placement signal not reliable alarm (optical signal issue) was due to the defective optical bench with low signal not reliable (snr). B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-27788. D4 lot number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27788. D6a should have been left blank on the initial manufacturer device report number 1220648-2025-27788. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27788 as it is unknown if the initial reporter also sent the report to the food and drug administration. H5 was erroneously selected on the initial manufacturer device report number 1220648-2025-27788. H8 was erroneously selected on the initial manufacturer device report number 1220648-2025-27788.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and post implant, same day, it was noted when the p value was increased to performance level p-8 or higher, the aortic position waveform overshot. Consequently, the automated impella controller was exchanged, and the issue resolved. However, following, approximately six days later the patient expired noted from circulatory failure.

Manufacturer narrative:
Medical safety review of the event was completed and noted there is not enough information to exclude the automated impella controller (aic) as a contributing factor in the outcome. Optical signal issue required exchange in aic device, and there was a brief period of interrupted support to the patient. Updates were made to respective sections: b1, b2, h1, and h6 coding (health/product problem) accordingly given the medical safety review outcome. Additionally, updates were made to section d9 and h6 coding (investigation) accordingly, as the automated impella controller device was returned, and an evaluation is underway. Upon completion of the evaluation/analysis, a supplemental report will be filed. Section b5 was updated to include complete details of the reported event.